Manufacturer narrative:
Use error may have contributed to the complaint issue regarding the use of personal protective equipment (ppe) while using the product. No gloves as per product labeling was in use at the time of the incident. No trends or similar issues for splashing/exposure as described in this ticket were identified. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the biological and chemical safety hazards that may exist including the wearing of personal protective equipment (ppe). Based on the investigation no systemic issue or product deficiency was identified and is performing as expected.

Event description:
The customer reported a liquid spill from a reaction vessel onto her left hand. The user was not wearing gloves at the time of the incident. The user had a cut on her middle finger of her left hand. The user washed her hands thoroughly with soap and water, and then used hand sanitizer right away. No impact to patient management or further user safety was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a liquid spill from a reaction vessel onto her left hand. The user was not wearing gloves at the time of the incident. The user had a cut on her middle finger of her left hand. The user washed her hands thoroughly with soap and water, and then used hand sanitizer right away. No impact to patient management or further user safety was reported.